Event description:
A malfunction alarm occurred, identified by code malf 12. There was no reported impact to the customer's blood glucose level. The technical support team provided assistance to reset the pump, and the customer was able to continue using it, with instructions to contact support if the issue recurred.